Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The device involved in this incident was not available for evaluation, nor was the lot number provided. Without the actual product or a lot number, a complete analysis cannot be conducted. It was reported that the physician experienced resistance during removal of the catheter, and the device stretched and broke inside the patient. Additional surgery was required to remove the remaining segment. Based on the information stated in the dfu, the technique used during the removal of catheter may have contributed to the breakage of the catheter. I-flow has prepared several catheter placement guides for different surgical procedures, and a technical bulletin in order to prevent and decrease catheter breaks. It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso 10993-1 tissue compatibility guidelines for implantation of up to 30 days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
Catheter was difficult to remove, stretched and broke inside patient and had to be surgically removed.